Event description:
A caller reported a power source alert issue with the pump, which resulted in a shutdown. There was no adverse impact to the customer's blood glucose level, as it was recorded at 77.4 mg/dl, which is within the normal range. The customer had been using a third-party wall adapter when the problem occurred. Technical support could not troubleshoot because the pump had already shut down. Consequently, technical support decided to replace the pump, and they confirmed the shipping address with the customer. The customer was instructed on how to put the pump into storage mode and will continue to use the current pump until the replacement arrives. The customer was also asked to return the problematic pump within 10 days using a pre-paid label.